Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. The next day the thresholds were within normal limits but outputs were high. The rv lead remains in use. No patient complications have been reported as a result of this event.